Event description:
The customer contacted reported the control knob position did not match the displayed position. The pump was returned to the biomedical engineering department with the report of the inability to program the rate. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During the testing at the user facility, after the control knob was turned to the set rate position, the display indicated vtbi (volume to be infused). There were no reports of any adverse events while the device was in clinical use.